Manufacturer narrative:
(B)(4). The s-ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded several episodes where inappropriate shocks were delivered due to oversensing. Printouts were sent to boston scientific technical services (ts) for review and a ts consultant discussed that the patient experienced a change in morphology that resulted in a lowering of the qrs amplitudes. This resulted in t-wave oversensing and the subsequent therapy delivery. Additional troubleshooting was discussed to best optimize therapy for this patient. No adverse patient effects were reported.